Event description:
Caller reported a cartridge alarm 20 during the load process, and it was noted that the caller did not wait until prompted to remove the used cartridge. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the caller on proper procedures and confirmed the shipping address to send a replacement pump, advising the caller on steps to return the faulty pump and use multiple daily injections (mdi) as a backup. The replacement pump was sent with signature required for delivery.